Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-105050 - m2a shell - 053780, 21-123204 - taperloc femoral stem - 569450. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted in patient . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04261.

Event description:
It was reported that patient underwent bilateral patient underwent left total hip arthroplasty 9 years ago and subsequently is experiencing elevated metal ion levels. Attempts have been made and no further information has been provided.